Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the helix of the novel lead had failed to extend. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
Correction: d6a should not have been included as the lead was not used.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned with helix found extended and clogged with blood/tissue. X-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix being clogged with blood/tissue. Electrical testing was normal. Correction ¿ h2 type of follow-up information was missing in follow-up report 1, it should have been additional information and correction.